Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the transcatheter bioprosthetic valve, it was under-expanded. Upon removal of the nose cone, it caught the inflow of the valve and the valve dislodged. A 26 mm non-medtronic valve was implanted. The left main artery was occluded, necessitating conversion to open heart surgery, during which the dislodged medtronic valve was explanted. The non-medtronic valve remains in the aortic position.

Event description:
It was reported that during the deployment of the transcatheter bioprosthetic valve, it was under-expanded. Upon removal of the nose cone, it caught the inflow of the valve and the valve dislodged. A 26 mm non-medtronic valve was implanted. The left main artery was occluded, necessitating conversion to open heart surgery, during which the dislodged medtronic valve was explanted. The non-medtronic valve remains in the aortic position. Additional information was received that the transcatheter valve occluded the left main artery. Right transfemoral access was used for the procedure with a non-medtronic (safari) guidewire. No pre-implant balloon dilation was performed. The valve was implanted in the patient's native valve using the cuspal overlap technique with slow deployment. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of dislodgement was an under-expanded valve and the nose cone catching on the inflow frame. The physician reported additional contributing factors to the event were a suspected bicuspid on computed tomography (CT) imaging despite the echocardiogram report indicating a tricuspid valve, and not performing a pre-implant balloon dilation as it may have helped prevent an under-expanded valve.

Manufacturer narrative:
Updated: b2, b5, h6 corrected h11: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); use by date 2026-10-11, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.